Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 146 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unable to verify battery out limit alarms due to unresponsive buttons. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.